Manufacturer narrative:
Concomitant medical products: product ID: bi71000163, serial/lot #: none. Product ID: bi71000162, serial/lot #: none. No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system battery was not holding a charge. It is unknown how long the battery was lasting. No other information was available. This was reported outside of a procedure. There was no patient involved.

Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. It was reported that the all image acquisition system (ias) battery trays were replaced; it should be noted that all old batteries seem to test good. The imaging system then passed the system checkout and was found to be fully functional. Codes associated with the analysis: fdr 213, fdc 67, fdm 10 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2020. It was replaced that the incident resulted from the customer leaving the image system unplugged once they entered the operating room for 10 minutes. The claim is the system went down to two bars. The real issue is that the customer did not plug the system back in soon enough. This would be considered an operator error. All the batteries were replaced. The systems batteries' were inspected and the system was able to travel around the operating room and back only going to three bars. Operator training was also given to the site about making sure system is plugged in once they get to the operating room. There was no major failure of these batteries.